Event description:
It was reported the pt presented to the emergency room one day after applying an extra thin dressing to a second degree burn to her right thigh and complained of pain, swelling and itching from the area surrounding the wound and the wound itself. Examination of the pt's wound found she was suffering from contact dermatitis. The pt was followed for an additional 14 days. Details regarding the pt's status and/or recovery were not provided.

Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Batch record review not possible without lot number. Process control for the mfg and packaging of this product are in place and are functioning properly. There have been no changes to the formulation or mfg process for the product or components. Environmental and housekeeping procedures are in place to assure the cleanliness of the product, the environments and machines in which it is produced and of those mfg the product. The quality systems in place are appropriate to prevent defects from occurring or detect defects in the event of occurrence. These systems are functioning properly as indicated by the complaint trend/history for this product for the previous 12 months.